Event description:
On (B)(6) 2013, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the physician deployed the trunk-ipsilateral leg component (rmt (B)(4)) at the intended position. Upon retracting the delivery catheter, the leading olive reportedly separated from the delivery catheter inside the patient. The patient had noted tortuosity and stenosis in the aorta. The physician was able to remove the delivery catheter and then used a gooseneck snare to retrieve the olive. The olive was removed from the patient, and the procedure concluded with no further issue. The patient tolerated the procedure.

Manufacturer narrative:
Attempt(s) to acquire information for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.